Event description:
During implantation of the zenith device, a noted calcification at the aortic bifurcation was observed. The calcified area was ballooned with both an 8mm and a 9mm balloon catheter. Advancement of the main body graft went smoothly, however, some resistance was noted. Main body graft and contralateral leg extension adn leg graft were deployed successfully. After the contralateral leg grafts were placed, the patient became hypotensive several times before the ipsilateral limb was deployed. A pigtail catheter was advanced up into the aorta and aortic arch suprarenally to inspect for rupture or perforation of the vessel. No perforation was detected. Patient's bp continued to be low. When the ipsilateral leg graft was placed, the bp dropped and remained low. Physician then decided there must be a bleed and the procedure was converted to an open procedure. Right iliac artery was found to be torn, and with the removal of the delivery sheath, the vessel had been evulsed. An ilio-femoral bypass procedure was performed to repair the vessel damage. During this time the patient underwent numerous episodes of cardiac arrest, and was defibrillated multiple times. Bp continued to raise and drop. Patient expired.